Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smartsite¿ vialshield closed vial access devices experienced leakage. The following information was provided by the initial reporter: preparation involved: carboplatin. Was there a spill? Small drops onto daylee towel. What was the cause of the spill? Ie; where was the equipment leaking from? Leaking from the bung of the cva, new cva just reconstituted, leaking when adjusting volume in 60ml syringe. Was there any harm to the operator? No harm, cleaned up immediately and gloves changed.

Manufacturer narrative:
H6: investigation summary a mv0520-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 9248. Feedback provided by the customer indicates that the leakage was observed from the connection between the vial and the mv0520-0006 device during attempted aspiration. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0520-0006 product in the past 12 months.

Event description:
It was reported that 2 smartsite¿ vialshield closed vial access devices experienced leakage. The followign information was provided by the initial reporter: preparation involved: carboplatin. Was there a spill? Small drops onto daylee towel. What was the cause of the spill? Ie; where was the equipment leaking from? - leaking from the bung of the cva, new cva just reconstituted, leaking when adjusting volume in 60ml syringe. Was there any harm to the operator? - no harm, cleaned up immediately and gloves changed.